Event description:
It was reported that during neonatal support the oxygenator needed to be changed five times during a nine day period due to increased delta pressures as a result of clotting. The clots were only found on the venous side of the oxygenator. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The oxygenators were discarded by the customer. Without a serial number the exact oxygenator cannot be traced and only a preliminary review of manufacturing records was possible. No deviations were found during this review. This event is related to medwatch report numbers: #8010762-2013-00061, 00062, 00063, 00064.